Manufacturer narrative:
The customer¿s report of a fentanyl over infusion was not confirmed or replicated. The log confirmed the source pump module s/n (B)(4) was infusing drug ID 184 (fentanyl). The infusion was started on (B)(6) 2018 and ended on (B)(6) 2018. During the course of the infusion the source pump module alarmed 9 times. The log identified 3 flow stop open alarms lasting approximately 6 seconds and 6 pump alarms for ¿air in line¿, ¿patient¿ and ¿fluid¿ side occlusions. There were no other anomalies observed in the logs. Rate accuracy performed on the source pump module found the device performing in specification. The 1hr rate accuracy performed on the source pump module found the device performing slightly out of specifications, under infusing. During testing there were no observations of unregulated flow. The root cause of the reported fentanyl over infusion was not identified.

Event description:
The customer reported a fentanyl over infusion, and it's believed to have occurred on the "left channel". After the patient event, the customer installed a new set in the device and ran testing on their own. They customer thought the device was delivering twice the amount that was programmed. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a fentanyl over infusion, and it's believed to have occurred on the "left channel". After the patient event, the customer installed a new set in the device and ran testing on their own. They customer thought the device was delivering twice the amount that was programmed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a fentanyl over infusion was not confirmed or replicated. The log confirmed the source pump module s/n (B)(6) was infusing drug ID 184 (fentanyl). The infusion was started on (B)(6) 2018 and ended on (B)(6) 2018. During the course of the infusion the source pump module alarmed 9 times. The log identified 3 flow stop open alarms lasting approximately 6 seconds and 6 pump alarms for ¿air in line¿, ¿patient¿ and ¿fluid¿ side occlusions. There were no other anomalies observed in the logs. Rate accuracy performed on the source pump module found the device performing in specification. The 1hr rate accuracy performed on the source pump module found the device performing slightly out of specifications, under infusing. During testing there were no observations of unregulated flow. The root cause of the reported fentanyl over infusion was not identified.

Event description:
The customer reported a fentanyl over infusion, and it's believed to have occurred on the "left channel". After the patient event, the customer installed a new set in the device and ran testing on their own. They customer thought the device was delivering twice the amount that was programmed. There was no patient harm.